Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post operative device check, the right atrial (ra) lead experienced suspected undersensing during the mode switch. It was also reported that the right ventricular (rv) lead's auto capture trend was slightly increasing. The leads remain implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.